Event description:
The reporter called and alleged a discrepant result when compared to the lab. The reported device result was 4.5 inr. The corresponding lab result reported was 2.7 inr. The patient's coumadin dose was ordered to be reduced and then the order was cancelled upon the lab value. The device was replaced and requested to be returned for evaluation.